Event description:
Reporter alleged blood glucose measured 357 mg/dl at 5:05 pm so took 9 units of insulin, however at 7:15 pm glucose was 440 mg/dl so paramedics were called at 7:40 pm. It was stated at 7:45 pm, paramedics meter read 102 mg/dl compared to the customer's meter reading of 320 mg/dl performed at 7:50 pm. No actions or treatment resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.